Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure, the right ventricular (rv) lead dislodged, there was intermittent capture, undersensing and low rates. The lead was repositioned and remains in use. It was noted that the lead had been placed post a trans aortic valve replacement (tavr) and it appeared the swan catheter knocked the rv lead out from its position. No patient complications have been reported as a result of this event.